Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We also received performance data collected from the device and that data revealed that the eri was due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 was installed on (B)(6) 2010.

Event description:
It was reported that the device battery triggered elective replacement indications (eri) prematurely. The device also went to end of life within three months of being at eri. The device was removed and replaced. No patient complications were reported as a result of this event.